Event description:
It was reported that the patient felt tired and fatigued. It was further reported that the right ventricular (rv) lead had high thresholds. Repositioning of the lead was scheduled and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.